Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Uf/importer report number - (B)(4).

Event description:
A risk manager reported striae and a slightly displaced flap in a patient's left eye one day post topography guided lasik. 2 days post lasik, the flap was lifted, the bed was scraped and flap was repositioned and stretched. A bandage contact lens was placed on the eye and there were no complications.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The energy was stable during the treatment. All treatments on that day were finished successfully without any problem. No technical root cause was identified as the system was operating within specifications. The root cause could not be identified conclusively. (B)(4).